Manufacturer narrative:
Device used for treatment and not diagnosis. The returned components of this device were assembled during this evaluation. The chuck was actuated in attempt to replicate the complaint condition during this evaluation. The chuck was secured and released multiple times and released without issue each time. The complaint condition could not be replicated during this evaluation. The design was reviewed, is adequate for its intended use and did not contribute to this complaint condition. The complaint condition could not be replicated during this evaluation.

Event description:
During an elastic nail of the humerus procedure, the insertion device would not disengage the nail. The surgeon tried releasing the nail but it was stuck in the humerus. Reportedly the inserter would not function and needed to be unscrewed to get it apart. The proximal end of the inserter was unscrewing instead of the distal end. The surgeon then pulled the nail out with a back up t-handle chuck to complete the procedure. The inserter is now in 4 parts because they had to use a pair of pliers to disengage it. The procedure was prolonged by approximately 15 minutes due to this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.